Event description:
During a ptca treatment procedure, the maverick2 monorail balloon leaked contrast media at 10 atms on the fourth inflation. (The number of atms reached on the initial three inflations were 6 atms, 8 atms and 6atms, respectively). The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a slightly tortuous lad coronary artery. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.